Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had channel error (error code 240.4150), which stopped the infusion of noradrenaline (0.3mcg/kg/min). The event occurred in the pediatric intensive care unit. After the incident happened, the infusion was immediately swapped to second pump and medical staff was made aware and present in case of instability. Patient remained stable and new pump able to commence rapidly. There was patient involvement but no harm.

Event description:
It was reported that the device had channel error (error code 240.4150), which stopped the infusion of noradrenaline (0.3mcg/kg/min). The event occurred in the pediatric intensive care unit. After the incident happened, the infusion was immediately swapped to second pump and medical staff was made aware and present in case of instability. Patient remained stable and new pump able to commence rapidly. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes. H3 other text : not applicable. Device evaluated by bd.